Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer stated she end up going high and go over 400 mg/dl customer gave herself a manual injection of insulin and her blood glucose went down 100 mg/dl. Customer also stated that insulin pump received no delivery alarm and insulin exited. The insulin pump will not returned for analysis.